Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d9, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus was unable to confirm the reported event. Cracks in the probe were found, a scratch around the crack of the probe, and the coating around the scratches on the probe had come off. No peeling of the tissue pad was confirmed, but the tissue pad was worn; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, it is assumed that the phenomenon pointed out occurred due to the following mechanism: 1. When output in seal & cut mode, the probe came in contact to metal or a surgical instrument. 2. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3. Cracks originated from scratches due to the load applied to the probe for sealing and cutting and gripping the tissue. It is assumed that the wear of the tissue pad occurred due to the following reasons: - during seal & cut output, nothing was gripped between the gripper and the tip of the probe (including after the tissue was cut), so the tissue pad was worn. It was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown procedure the device teflon pad came loose and fell into the patient. The detached piece was retrieved from the patient. The procedure was completed with a new similar device. There was some delay to the completion of the procedure; however, the delay was not clinically relevant. There is no harm or adverse impact to the patient or any other person. The user of the device was a regular user.